Event description:
It was reported that when asymptomatic patient was presents in clinic for follow up, device was found to be in backup vvi. A device software download was performed and reprogramed successfully. Patient was stable.